Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a duodenal stricture during a procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent was intended to be deployed at the distal end of the stricture by advancing the catheter hub to the first step marker, followed by the stent deployment hub to the second marker. At that point, it was assumed that the distal flange had been successfully deployed and positioned. The process then continued with deployment of the proximal flange by advancing the catheter hub to the third position and the stent deployment hub to the final, fourth position. It was then observed that the distal flange had not been deployed as initially thought; instead, the fourth step had triggered its deployment at the proximal end of the stricture. The procedure was completed by replacing and using another of the same. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenal stricture. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a duodenal stricture.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection identified the stent was returned fully expanded and deployed. Additionally, the inner sheath was found kinked. Product analysis did not confirm the reported event of stent partially deployed as the stent was returned fully expanded and deployed. However, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damage of inner sheath kinked was most likely caused by procedural factors such as excess of force or the manner as the device was handled and manipulated. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the IFU/product label. It was reported that the axios stent was intended to be implanted to treat a duodenal stricture. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a duodenal stricture. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a duodenal stricture during a procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent was intended to be deployed at the distal end of the stricture by advancing the catheter hub to the first step marker, followed by the stent deployment hub to the second marker. At that point, it was assumed that the distal flange had been successfully deployed and positioned. The process then continued with deployment of the proximal flange by advancing the catheter hub to the third position and the stent deployment hub to the final, fourth position. It was then observed that the distal flange had not been deployed as initially thought; instead, the fourth step had triggered its deployment at the proximal end of the stricture. The procedure was completed by replacing and using another of the same. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenal stricture. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a duodenal stricture.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a duodenal stricture during a procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent was intended to be deployed at the distal end of the stricture by advancing the catheter hub to the first step marker, followed by the stent deployment hub to the second marker. At that point, it was assumed that the distal flange had been successfully deployed and positioned. The process then continued with deployment of the proximal flange by advancing the catheter hub to the third position and the stent deployment hub to the final, fourth position. It was then observed that the distal flange had not been deployed as initially thought; instead, the fourth step had triggered its deployment at the proximal end of the stricture. The procedure was completed by replacing and using another of the same. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenal stricture. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a duodenal stricture.